Event description:
It was reported that, "pt was working as a plumber and jumped approximately a 3 foot distance, and landed on the implant side. Ceramic head was fractured, resulting in this revision. As per post op xrays, fragments were removed."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.